Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 occurred during the load process. Reportedly, the customer reloaded the same cartridge and resumed insulin delivery. Customer's blood glucose level was not impacted.